Event description:
The customer reported that the device could not acquire a 12-lead ECG. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.